Event description:
It was reported that during advancement of the dragonfly catheter, resistance was met with the calcified and tortuous anatomy in the left anterior descending coronary artery. The optical coherence tomography (oct) imaging procedure was successfully completed with this dragonfly, but during removal, it was unable to be removed from the non-abbott guide wire, so both devices were removed as a unit. There was no damage visible to the dragonfly after removal, but the guide wire did not look right. It is unknown if the removal issue was related to the guide wire or the dragonfly. There were no adverse patient effects and the delay did not impact the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided, the reported difficulty appears to be due to circumstances of the procedure. It is likely that the reported guidewire anomalous condition caused the difficulty while attempting to advance and remove the catheter; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.